Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in the concomitant medical products to update th. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the h3 section and to provide the completed investigation results. One 6fr glidesheath slender sheath, dilator, guidewire and needle were returned for product evaluation. Microscopic analysis revealed that the dilator tip was damage and was slightly deformed. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged under water for approximately 30 seconds. Air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and bubbles were again detected for 30 seconds. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have cause the leakage. Microscopic examination revealed an off-center indentation in the valve. The inner lumen of the hub was inspected for any anomalies and none were present. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the off center insertion into the valve could have contributed to the moderate to severe leakage. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a during the procedure it was noted that the hemostatic valve of a glidesheath slender was bleeding more than normal. The sheath was switched out for a new sheath. The procedure continued without incident. The estimated blood loss was less than 250 cc. The patient was in stable condition and was discharged. The procedure outcome was successful. Additional information was received april 9, 2019: it was reported that the replacement sheath was a 6fr glidesheath slender.